Event description:
Information received by medtronic indicated a high blood glucose level of 417 mg/dl. Another blood glucose value was 300 mg/dl. The customer treated hyperglycemia with manual injections and insulin pumps. The customer was assisted with troubleshooting. The customer was using the insulin pump 48 hours prior to the incident. The auto mode feature was active at time of event. No further complications were reported. The customer discontinued using the device. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.